Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the reported issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. Per clinical review: on (B)(6) 2023, the team experienced a problem with their heart lung machine (hlm) during set-up for a case, whereby all the temperatures (cardioplegia, arterial, venous) started to alarm for no apparent reason. The manufacturer's clinical review specialist communicated with the clinician, and he confirmed that the incident was discovered during set-up (not during cardiopulmonary bypass) and that the entire hlm was changed out before the patient was brought into the room, with no delay or blood loss, and the procedure was completed successfully.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there were multiple temperature alarms despite all temperatures being within parameters. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor reported adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint. The pst did not observe any damage to either of the two temperature modules or connections when inspected. The data logs were reviewed by a technical support specialist, and it was verified that one module alarmed when the temperature went over the set threshold. Both modules passed release testing. The unit operated to the manufacturer's specifications. The other pressure module that was tested was part number: 802114, serial number: (B)(4). UDI:(B)(4).